Event description:
The rep reported the device was used during a laparoscopic cholecystectomy. It was reported the er320 clips were occluding the cystic duct in a twisted configuration. The clip applier was removed and fired and the clips were still coming out twisted. A new clip applier was opened to finsih the case. There was no consequence to the pt.